Event description:
On (B)(6) 2013, the following information was reported to kci by the nurse: upon changing the pt's dressings, the nurse observed a foreign material alleged to be v.a.c. Granufoam dressing, adhered to the pt's wound. On (B)(6) 2013, the physician performed sharp debridement to remove the foreign material, and the pt continued to receive v.a.c. Therapy. On (B)(6) 2013, th e pt met healing goals, and v.a.c. Therapy was discontinued.

Manufacturer narrative:
The foreign material alleged to be v.a.c. Granufoam was not returned to kci for identification; therefore, kci is unable to confirm its identity. This report is being filed due to possible user error. Device labeling, available in print and online, states; v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events. Dressing changes. Wounds being treated with the v.a.c. Therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c. Dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the pt's clinical presentation, rather than a fixed schedule.